Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical error alarm blood glucose value was 150 mg/dl. Customer stated the display had a red x. The device was not dropped or bumped. No other alarms occurred after the critical error alarm. Customer was advised the device would be replaced. The insulin pump was not returned for analysis.

Manufacturer narrative:
No unexpected critical pump error noted during testing. The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. The insulin pump received with scratched case, cracked battery tube side and fading serial number label.